Event description:
In 2005, a pt (#1) was scanned on the airis MRI system to image the pt's ankle. Later, after 3 other pt's were scanned the site was reviewing a brain scan from one of the later pt's (#2) and noticed that the pt #2 image file had one image replaced by an image from the pt's #1 file. The display for pt #2 showed a series of brain images, one ankle image, then more brain images. Because of the obvious anatomical difference, the physician was able to easily determine that the image file had some problem. No other pt image files were affected. No pt injury occurred. There have been no other reports of this type of failure on the airis product to date. The site reported the problem to the importer, hitachi medical systems america (hmsa) in 2005. After retrieving the images to confirm the problem, hmsa reported the problem to the manufacturer 6 days later.